Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 5076-45 lead, p1501dr ipg implanted: (B)(6) 2006; 310c29 tissue valve implanted: (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. Also, the right ventricular (rv) lead had high thresholds and high impedance. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.